Event description:
It was reported that a particulate matter was observed in a two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available

Manufacturer narrative:
The event occurred from june 07, 2022 to july 04, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 25, 2021 - august 26, 2021. H10: the devices were received for evaluation. Unaided visual inspection along with magnification was performed with the fill port caps removed which did not identify any abnormalities that could have contributed to the reported condition. No particle matter was observed in all samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.